Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice automated pd set with cassette, the cassette was found to be cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection with magnification was performed and found cracks along the sheeting weld. Functional testing of the device included leak testing, clamp-function testing and clear passage testing; there was nothing found during functional testing that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.